Event description:
It was reported, surgeon could not read the calibration on the drill bit.

Manufacturer narrative:
Device will not be returned. No eval will be performed. If the device or add'l info becomes available, it will be reported on a supplemental report.